Event description:
It was stated that the batteries were not lasting more than ten days. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the mother board. Unable to test for battery longevity due to the blank display.